Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation. A review of an image provided by the customer shows some krytox in the clevis area, proximal to the jaws, which is likely what the customer is referring to when they mention the ¿white residue.¿ krytox is a lubricant used in the manufacturing process of the vse instrument. The amount of krytox present does not seem to be excessive; however, a side view of the instrument has not been provided to make a better assessment of the amount of krytox present.

Event description:
It was reported that during a da vinci-assisted partial wedge gastrectomy procedure, a large amount of white residue was noted near the head of the vessel sealer extend (vse) instrument. A small amount of the residue was observed to come off of the instrument and fell inside the patient. The site's robotics coordinator indicated that due to the size and color of the residue, it was not possible to retrieve the fragments/particles that fell inside the patient. The procedure was completed robotically.